Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Adverse event or product problem, outcomes attributed to adverse event: date of report, device available for evaluation, f10, date rec¿d by MFR, type of reports, type of reportable event, if follow up, what type?, device evaluated by manufacturer?, evaluation codes, additional MFR narrative. On (B)(6) 2017, it was reported that the device did not work. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the electric dermatome on (B)(6) 2017 revealed that the motor was running slow and erratic. The customer did not return a power supply for evaluation. The device calibration was out of specification at zero setting only. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the motor was running slow and erratic. However, it was also noted that the device calibration was out of specification at zero setting only. The root cause of the reported event was due to the motor which ran erratically and slow. However, it is unknown why the motor ran erratically and slow. The device functioned as intended after replacement of the power cord assembly, power switch, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4) was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the device did not work. The harvested graft was not usable and additional graft required from the patient.